Manufacturer narrative:
A4: patient weight added to the report.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the paddle lead was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation in part of their pain pattern since implant. In turn, surgical intervention may take place at a later date to re-position or replace the lead.